Manufacturer narrative:
An ocd field engineer (fe) visited the site. A definitive root cause was identified. The fe determined that the wash block cracked and the waste connectors were not sealing. The fe replaced the wash station, probe, waste bottle connectors and performed the appropriate adjustments to return the instrument to expected operation. The customer run and accepted qc. A complaint review indicates incident has not recurred at the site post service.

Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid into reagent vials. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.